Manufacturer narrative:
Liebel flarsheim technical support helped biomed troubleshoot and found the table display does not recognize a footswitch closure indicating the footswitch itself may be at fault. Biomed ordered and replaced the footswitch which, according to the biomed corrected the reported issue. The system was returned to service and was fully functional.

Event description:
On (B)(6) 2010, customer reports the footswitch failed during a patient procedure; loss of fluoro capability. The patient was moved to an alternate room to complete the procedure. No reported injury.